Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level 600 mg/dl with moderate ketones. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer¿s grandfather assisted the customer with manual insulin injections to address the elevated bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.